Event description:
Low blood glucose, nausea, low body temperature, low potassium, irregular heart rhythm [arrhythmia nos]. A patient, who was introduced to an innovo insulin doser in 2002 for the treatment of type 2 diabetes, reported experiencing low blood glucose levels, nausea, a low body temperature, a low potassium level and an irregular heart rhythm in 2003 while using the doser in question. Patient also reported that on intermittent occasions the doser would not dial and the push button on the doser was hard to depress. The patient had difficulty performing an air shot with the doser, however, after receiving instructions from a company representative, patient was able to perform a successful function check with the doser. The blood glucose levels were normal that day. One day later the fasting blood glucose level was 111 mg/dl. Pt administered 4 units of insulin with the doser in question and ate a regular breakfast. Afterward, patient worked outside in the yard and felt faint and nauseous. A friend found patient passed out in a chair in the house and called an ambulance. In the emergency room the blood glucose level was 24 mg/dl and patient was treated with intravenous fluids and dextrose. They also reported that their body temperature was low, potassium level was low and an electrocardiogram showed an irregular heart rhythm. The patient was warmed with blankets to treat the low body temperature, but patient does not remember what treatment was received for the low potassium level. The body temperature rose to 96 degrees fahrenheit and the blood glucose level normalized later that day. One day later the patient's potassium level normalized and an ECG showed a regular rhythm and patient was discharged from the hospital. Patient discontinued the use of the doser in question and switched to conventional insulin syringes to administer the insulin. Patient has not experienced any difficulty since that time. The patient did not skip any meals prior to the onset of the events. Patient did state that it was particularly warm the day patient worked in the yard and activity level was increased. Patient did not experience any problems with the doser in question prior and patient did not have any technical difficulty with it in 2003. The patient does not have a history of any renal or hepatic disease or autonomic neuropathy. Patient does not administer any beta blockers. The patient has not experienced low blood glucose levels in the past.